Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to seizure over the weekend with unknown blood glucose level. The customer was reported that the insulin pump was not in use leading to hospitalization. The customer was assisted with troubleshooting. The device will not be returned for analysis.